Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had water leakage during insertion.

Manufacturer narrative:
The reported event was unconfirmed. Received (6) photo samples. The first photo was a top view of the 3-way catheter, drain bag and return syringe. The second photo was a top view of just the 3-way catheter. The third photo was a zoomed in view of the trifurcation site. The fourth photo was a zoomed in view of the tip of the catheter with deflated balloon. The fifth photo was of the inflation cap with the batch# ngjw2601. The last photo was of the drain bag (14141). Received 1 all-silicone temp sensing foley catheter with sample port connector, syringe and drainage bag. Verified material number 119314 and manufacturing lot number ngjw2601. Visual inspection noted no obvious observations. The catheter was filled with 10ml of mbs using return syringe. The concentricity of the balloon was within specification. The balloon was able to passively deflate in 0min 38 seconds. The reported event was unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had water leakage during insertion.